Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital with serous fluid seeping from the electrode incision, with an opening of the incision noted. An allergic reaction was suspected. The patient was hospitalized for evaluation. Following observation, the physician decided to explant the s-ICD device and electrode due to the risk of infection. The local sales representative confirmed the system was explanted, and the physician reported the presence of pus in the electrode. No additional adverse patient effects were reported. The explanted products were not planned to be returned.